Manufacturer narrative:
Photos were returned for analysis. Review of the photos indicated that the lower bearing stop appears to have delaminated, shortening the length between the lower bearing and the drive tube clamp. There were no other similar product returns for lot d330. The root cause of the reported leak is most likely the lower bearing stop delaminated and allowed the drive tube to twist against the lower drive tube clamp. The drive tube was torn at the base and leaked. Corrective and preventive actions have been already initiated to investigate bearing stop delamination. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d330 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, a corrective and preventive action has been initiated for drive tube leak/breaks. (B)(4) completed: service engineer cleaned all fluid on tube clamp at bottom of centrifuge, cleaned the fluid from inside cover, door and hinges, removed all pumps and cleaned blood spillage from individual pump head, replaced the two pressure sensor due to contamination and performed system checkout procedure successfully. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4). Device not received for analysis yet

Event description:
Customer called to report a drive tube break and leak in the centrifuge chamber. Treatment was at approximately 180 ml whole blood processed (wbp) and about 13 minutes into the treatment. Operator noted that during installation of kit, she felt the bowl spun properly and smoothly and the kit passed prime without issue. The drive tube broke about a quarter inch above the drive tube assembly and was cracked about a half inch in diameter. (B)(4) was dispatched. The customer provided photos of the drive tube break/leak for investigation.